Event description:
It was reported that when using the bd pyxis¿ es server, the server had displayed patients as pre admit and admission discharge transfer message as quotation mark. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available a review of the complaint history for sn (b(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were shown as pre-admit. The technical support specialist (tss) identified that the es server received the admit message but did not process it due to double quotes in the discharge date field. After dialing into the carefusion coordination engine (cce) and reviewing admit discharge transfer (adt) messages, it was confirmed that cce was placing double quotes in the discharge date field. However, this was not the cause of the failure. The admit message failed to process due to the issue documented in knowledge article med es server messages not processing concurrent error. The customer resented the adt messages, which resolved the patient admission display issue. The case was closed. The system functioned as intended after the technical support specialist troubleshot the device.